Event description:
It was reported in an article in journal of ¿cardiovascular and interventional radiology endovascular¿ titled ¿dialysis access-associated steal syndrome with percutaneous endovascular arteriovenous fistula creation¿ that approximately two months post procedure, one patient developed coldness, pain, tingling and numbness in the left-hand during dialysis, concerning for steal syndrome and experienced a focal area of severe stenosis. It was further reported that the patient continued to have steal symptoms during subsequent hemodialysis sessions, percutaneous av fistula was closed and had a surgical av graft put in the left arm. However, the current status of the patient is unknown.

Manufacturer narrative:
H10: rakesh varma, manuel betancourt-torres, eric bready, and alian al-balas (2022). Dialysis access-associated steal syndrome with percutaneous endovascular arteriovenous fistula creation. Cardiovascular and interventional radiology endovascular, 5(1):13. Doi: 10.1186/s42155-022-00289-z. H10: manufacturing review: as the lot number for the device was not provided, a review of the device history record could not be performed. Investigation summary: the device was not returned for evaluation. No specific device failure mode was alleged. The result of the investigation is confirmed for the patient report of adverse effects - stenosis and steal syndrome post arteriovenous fistula creation. The definitive root cause for the reported adverse effects of stenosis and steal syndrome could not be determined based upon the available information received from the field communications. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Device not returned.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Rakesh varma, manuel betancourt-torres, eric bready, and alian al-balas (2022). Dialysis access-associated steal syndrome with percutaneous endovascular arteriovenous fistula creation. Cardiovascular and interventional radiology endovascular, 5(1):13. Doi: 10.1186/s42155-022-00289-z. Device not returned.

Event description:
It was reported in an article in journal of ¿cardiovascular and interventional radiology endovascular¿ titled ¿dialysis access-associated steal syndrome with percutaneous endovascular arteriovenous fistula creation¿ that approximately two months post procedure, one patient developed coldness, pain, tingling and numbness in the left-hand during dialysis, concerning for steal syndrome and experienced a focal area of severe stenosis. It was further reported that the patient continued to have steal symptoms during subsequent hemodialysis sessions, percutaneous av fistula was closed and had a surgical av graft put in the left arm. However, the current status of the patient is unknown.